Manufacturer narrative:
A field service engineer (fse) troubleshot the issue over the phone with the customer. The customer stated she discovered disconnected tubing at the y-fitting of the white blood cell (wbc) bath. The customer reconnected the tubing, resolving the reported leak and errors generated by the instrument. The instrument was verified by completing shutdown and startup with no further issues observed. (B)(4).

Event description:
The customer reported an unknown volume of cleaner had leaked onto the counter from a coulter lh 750 hematology analyzer; the leak was not contained within the instrument. The customer also reported that the instrument generated light scatter (ls) offset too high/low and flow cell voltage errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.